Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7090634/7090649.

Event description:
It was reported that the patient was experiencing pain. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.